Event description:
Evaluation revealed that the force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor resistance measurement was out of calibration. Review of the pump history revealed loss of prime warnings. After performing the load step during the priming process, the pump gives a "no prime" warning.